Manufacturer narrative:
The reported complaint cannot be duplicated during analysis. The device came to service with loose clips. The wave washer was changed due to loose clips. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the device was not working properly. No patient impact.